Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator was not working and the patent expired. The mother of the patient alleges that when she checked on the patient, although the ventilator stated it was working, the ventilator was not working. The ventilator alarmed for low inspiratory pressure and circuit disconnect. The patient was observed to be not breathing and unresponsive. Paramedics arrived and began CPR and als and the patient was transported to a hospital and subsequently expired. Information indicates that the death certificate states ¿respiratory arrest due to failure of home ventilator machine¿. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-09421. This report was submitted as a duplicate report of the previously submitted report.